Manufacturer narrative:
Findings: pump received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted. No blank display during testing. No damage found on the lcd isolation tape noted. Also received with cracked case at the display window corner.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 363 mg/dl at the time of the incident. Customer states display is blank currently. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.